Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with pseudomonas. There is no known patient involvement.

Manufacturer narrative:
Livanova deutschland received a lab report, stating that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Through follow up communication livanova deutschland learned, that the device was regularly cleaned as per instruction for use. The unit is placed inside the operating room, away from the patient as per livanova guidelines. The unit is currently out of use until deep disinfection and further water tests are carried out. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.